Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for simplex with no antibiotics. Journal of arthroplasty 35 (220) s182-s189 "primary total knee arthroplasty performed using high-viscosity cement is associated with higher odds of revision for aseptic loosening," one table provides information that for simplex (not hv, with and without antibiotics), 93 revisions were performed for reasons other than aseptic loosening. These revisions included 3 triathlon knees. Study cohort (4537 patients total) had a mean age of 66.1 ±9.4 years. 37.9% of patients were male, 62.1% female.